Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined (B)(4).

Event description:
During follow-up, the patient presented to clinic with inadequate therapy and was acutely resolved with a magnet. Noise was noted on the echocardiogram and reproduced during provocative testing. The patient received inappropriate therapy. The lead was capped and replaced. The patient was in good condition following procedure.